Event description:
Additional information was obtained. Engineering reviewed the data download and confirmed the high out of range shock impedance measurements. No noise was noted on the shock or pace/sense channel. In addition, several pacemaker mediated tachycardia episodes were noted with some paced qrs complexes that were higher amplitude and wider. A decision will be made regarding lead revision after further discussion with the physician.

Event description:
Additional information was received. Additional measurements of the different shock-vectors with pocket manipulation revealed no evidence of an issue. The engineering data was provided to the physician. As the shock lead integrity was verified with the 41 joule shock, it was felt the high voltage portion of this lead was not affected and a decision was made to further monitor this lead.

Event description:
Additional information was received. The patient returned for further testing. A synchronized high voltage shock of 41 joules was delivered. Shock impedance measurements were within normal range. After the test, a further low energy test was performed also revealing a similar normal range shock impedance measurement. Technical services was consulted for the reason for the out of range shock impedance measurement that had been previously obtained and the normal testing results. A save to disk was provided to engineering for their review. It was thought this may have been due to a lead fracture. The patient with this lead has been sent home and has not reported any symptoms.

Event description:
Additional information was received: an x-ray was performed revealing a suspected lead fracture. A revision procedure was performed. This lead was removed and replaced. The device was connected to the replacement lead. Measurements revealed a similar high out of range shock impedance measurement. An internal technical service consultant was contacted and recommended performing a commanded shock of 1.1 joules. The shock was delivered, and a yellow warning indicating an open electric field was noted. A decision was made to replace this device. This device was removed and replaced. A 31 joule induced shock effectively converted the arrhythmia and post procedure measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, no return of product is intended, therefore our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range shock impedance measurements that have increased during the past three months. Changing the lead configuration revealed similar measurements. Further lead integrity testing was recommended in addition to obtaining a data download for engineering review as the measurement could be disturbed by the method of measurement. As the patient had left the clinic, further follow up will be performed in the near future. All other device and lead measurements were within normal limits. No adverse patient effects were reported. .

Event description:
Additional information was received. During a follow up visit, shock impedance measurements were again high out of range. A decision has been made to perform a lead revision in the next few weeks.